Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient lost the charger and unable to charge ipg for several months and ipg unable to connect with external device. The ipg was deemed inoperable. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue.